Manufacturer narrative:
This MDR is being filed following our procedure governing medical device reports: -patient reported by employer to be "in the hospital" due to his diabetes, -no further information is available, -no device available for evaluation, -vgo device contribution cannot be excluded at this time.

Event description:
Employer for type 2 diabetic on vgo (size unknown) since (B)(6) 2017 reported to valeritas customer care during an outbound call that the pt. "Is in the hospital because of diabetes." No further information is available. The pt. Has not returned calls to allow for further investigation of this report. Vgo device contribution cannot be excluded at this time.